Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 24, 2007. Device is not available for evaluation. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.

Event description:
Baxter sales representative received report from customer indicating the tubing separated from the drip chamber during patients taxol treatment. Taxol spilled on the patient. No patient injury has been reported. Although requested no additional information is available on this report.